Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm, external ram crc error alarm and watchdog timeout alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error alarms on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump had multiple alarms and the issue remained unresolved. Customer advised they experienced hyperglycemia multiple times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.